Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. B17,c20,d15,g04031 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported regarding image issue that upon performing 2dls, the imaging stitching cuts the screws in half. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome. Representative confirmed the anatomy of interest (spine and rods) are isocenter in the gantry. Confirmed the orientation was correct on the pendant and there were not any extraneous instruments from the image field of view. Had adjusted the plane of focus using the mobile view station (mvs) tool to better align with the anatomy of interest and examined consecutive images to confirm the screw placement and selected reconstruction to adjust 2d plane of focus. Representative confirmed this was saved and the reconstructed image looked better and reported that these images were going to need to be reconstructed each time to avoid the image overlap.